Event description:
Caller reported that a continuous glucose monitor error occurred, specifically error 42, which persisted even after the pump was reset following complete reset instructions from technical support. There was no adverse impact to the customer's blood glucose level reported. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump while reaching out to their healthcare provider due to the lack of a backup therapy option to ensure uninterrupted insulin delivery.